Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A notification was received by report number medwatch-(mw5041873) and (mw5041726) stating the gastrostomy tube was placed and the procedure was uneventful. The patient complained of abdominal pain and the cat scan showed the tube was extraluminal with extravasation of oral contrast into peritoneal cavity. The patient underwent an exploratory laparotomy with peritoneal washout and replacement of the tube. No other information provided.

Manufacturer narrative:
The device history record for the reported lot number, aa4132d07, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).